Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿no image displayed. The camera was not recognized, nothing happens on the screen¿ was confirmed. The device evaluation found the no image issue was due to cable failure. And the switches could not be pressed smoothly. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the hd camera head had a no image displayed problem. The camera was not recognized, nothing happens on the screen. The issue was found during preparation before use inspection. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a faulty cable. The cause of the faulty cable was not established at this time. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.